Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer has a new sensor and has had it for a week now. Customer is also having a problem with the threshold suspend. Customer's sensor glucose is reading under 60 mg/dl and her blood glucose is around 90-100 mg/dl. Customer stated that the readings don't match. Customer's current blood glucose was 97 mg/dl and sensor glucose was 40 mg/dl. Difference was not within an acceptable range. Customer will monitor the issue and change the sensor if it does not recover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.